Event description:
Clinical study. It was reported that 103 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated the ostial right posterior descending artery (r-pda) for chest pain. The physician predilated the lesion prior to placing a 2.75 x 12mm taxus express2 drug eluting stent. The pt received angiomax, plavix and aspirin during the procedure. The patient was discharged one day later on plavix and aspirin. On day 103, the patient presented with recurrent chest pain suggestive of angina. The patient had a negative thallium test. The catheterization revealed stenosis at the junction of the beginning of the proximal rca stent, potentially secondary to plaque shift and or mild restenosis. Stent was noted patent. The posterolateral branch of the rca at the junction of the stent placed in the r-pda has about 80-85% stenosis, which may again be due to plaque shift. That same day, a 2.75 x 8mm taxus express2 stent was placed in the distal rca. The patient was taking aspirin and plavix at the time of the event. The patient was discharged 2 days later, in stable condition.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.